Event description:
Brazil. Literature - in the literature publication ¿augmentation mastopexy using a submuscular inferior pectoralis muscle sling: an outcome analysis of breast animation deformity and reoperation rates¿, 4 patients underwent a revision surgery due to implant palpability/visibility after a breast augmentation process using smoothsilk implants (ergonomix2). No additional information is available.